Event description:
Information was received reporting that a patient's pump was not communicating with multiple programmers. No volume discrepancies were alleged. The patient reported hearing the low reservoir alarm but the patient did not have any symptoms and is in control of their pain management. The plan is for the physician to bring the patient back in a couple weeks for a volume check and to see if the communication issue has resolved.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. Representative stated that the office will be bringing the patient back in for a volume check in a couple of weeks and will see if the pump will communicate with the programmer. Per the instructions for use of the device, the inability to program the pump due to programmer failure or loss of telemetry is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Additional communication confirmed that the patient's pump was explanted. No patient symptoms were alleged. No volume discrepancies were observed.

Manufacturer narrative:
Pending completion of device analysis. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the exterior of the pump did not show any anomalies. An attempt to inquire the pump failed. No tone was heard during the inquiry. An attempt to read the pump memory with the programmer terminal tool failed as well. The pump was decontaminated a second time and the suture ring and cap were removed. The top cover was machined off to inspect the interior components. No visual anomalies were observed with the interior components. A testing of the battery's voltage confirmed it had a(B)(4). This is enough voltage to power and run the module, ruling the battery out as the cause for the issue. Testing of the telemetry coil showed (B)(4) resistance. This measurement is not within the specification. The cause for the coil resistance falling out of specification could not be determined. Internal complaint number: (B)(4).